Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy (litt) procedure, the heatmap on the ablation system was alternating colors during the procedure. It was reported that the issue occurred once during the procedure and that it did not repeat after. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the ablation system were reviewed by medtronic personnel. It was reported that the logs showed that the system was functioning as designed. As it was noted, between ablations, the reported issue was observed as there was an increase of noise during pullbacks. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.